Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), presented for a routine in-clinic follow up with report that the device emitted beeping tones beginning two days prior. A low voltage fault code was observed upon device interrogation. The local field representative reported that the device showed a remaining battery status of 6.5 years remaining six months ago and is now showing a battery status of eight years remaining. Boston scientific technical services (ts) requested a copy of device memory for analysis. No adverse patient effects were reported. A copy of device memory was received for analysis. Analysis of the device memory indicated that the fault was declared due to three daily voltages that were below the threshold of 3.025 volts. No other faults or resets were observed within device memory. The current voltage was observed to be 3.021 volts and no affect to therapy delivery was observed. A longevity calculation was performed and the device counter and power levels were noted to be in line with nominal values. It was noted that the device hardware was not detecting the loss of battery energy and because of that, the battery status indicators were not reflecting the depletion condition and were inaccurate, which resulted in the fault code. The previous year of daily battery voltage measurements were used to plot the estimated true depth of battery discharge to obtain an estimate of the fault current. The current appeared steady with an additional current drain of 62ua over the expected nominal value of 15ua. Analysis of device memory concluded that the behavior appeared consistent, however, may change unpredictably. Device replacement was recommended. A few days later, the local representative contacted ts to report beeping tones after the device had been evaluated for the fault code#1003 and that the patient would be scheduled for device replacement in the near future.

Manufacturer narrative:
The available information suggests that this device remains in-service at this time. Laboratory testing will be performed following explant and return of the device to boston scientific's post market quality assurance laboratory.

Event description:
Boston scientific received information that this device was successfully explanted and was enroute to boston scientific for laboratory testing. The exact date of the explant procedure and the name of the replacement device was not reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed four low voltage battery faults (fault code 1003) had been recorded in (B)(6) 2012. External visual inspection of the device noted no anomalies. There are no allegations against the device's ability to deliver therapy. Laboratory testing verified that the device was able to pace and sense. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The device was received and is currently undergoing laboratory testing.